Event description:
This senior medical affairs specialist spoke with the patient/layperson on april 15 regarding her complaint on april 2, 2008. The patient had alleged to customer service that her one touch ultra meter would not turn on despite having replaced the battery three weeks earlier. The issue could not be resolved with troubleshooting. The products were replaced. The patient, whose regimen is 500 mg of metformin twice a day, reportedly was unable to test due to the power issue at an unrecalled time on the month before. After the issue, the patient became sweaty and developed a headache. The patient did not self-treat. Later the same day, the patient was seen by the physician during a regular scheduled appointment. The patient's blood pressure at the appointment "was very high" and the doctor attributed her symptoms to her elevated blood pressure. The doctor did not treat or prescribe blood pressure meds: rather, she recommended that the patient continue testing and return soon for a follow-up for the blood pressure issue, at which time blood pressure meds may be prescribed. Although the patient was not treated, the patient reported that she had sweating that occurred after the power issue and sweating can be associated with severe hypoglycemia. For this reason, the complaint is classified as a serious injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. D4: test strip lot number, was not provided.